Manufacturer narrative:
The creatinine reagent lot number was 710180. The reagent expiration date was requested, but not provided.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the cobas integra creatinine plus ver.2 assay on a cobas 8000 c 702 module. No questionable results were reported outside of the laboratory. The sample initially resulted in a creatinine value of 4113 umol/l and it repeated as 91 umol/l.

Manufacturer narrative:
The field service engineer cleaned a blocked pump filter. The gear pump pressure was adjusted and it was checked. The probe washing and sampling positions were adjusted. The investigation determined the service actions resolved the issue.